Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02464. It was reported that a perforation occurred resulting in pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned in the laa and a 21mm watchman laa closure device & delivery system was advanced. The patient's anatomy was noted to be difficult and the physician attempted to position the watchman laa closure device several times. After recapturing and advancing the closure device, a perforation of the laa wall was observed. The devices were removed and the procedure was aborted as pericardial effusion with subsequent tamponade occurred. A surgical team performed a thoracotomy. The laa was surgically closed. There were no further patient complications reported. The patient was transferred to intensive care in stable condition.